Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An abre stent (18 x 60) was implanted to treat a fibrous lesion in the mid left common iliac. Artery diameter 16mm, lesion length 60mm and 80% stenosis. No abnormalities reported in relation to anatomy. No calcification or tortuosity reported. The device was prepped per the IFU with no issues identified. The IFU was followed. 9fr sheath and 0.035 guidewire used. The patient was hydrated. Ivus was used to determine sizing. The stent did not land in a curve. Vessel was post dilated. Nothing unusual during delivery of the stent. The device did not pass through a previously-deployed stent. No resistance encountered. No excessive force used. The stent was confirmed as having proper placement following deployment. It is reported the stent migrated to the mid ivc. This wasfound during another procedure. No symptoms reported. No retrieval of the stent to date. The patient is feeling normal.

Manufacturer narrative:
Additional information: the physician placed a 20 x 100 abre in the left iliac vein where the original stent migrated from, the abre 18 x 60 that had migrated and it has not moved. Ivus showed the stent is fully opposed and completely open in the ivc. At this time the physician believes that since it has been in the same spot for eight months, it should not be removed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: patient initially presented with left leg swelling and some mild pain. Swelling was more of a concern. Confirm left civ compression on venogram and ivus. Patient had a follow up visit in april 2022. There were no concerns of stent migration at that time. It is believed that image modality dus was used at that follow up timepoint. Patient presented in (B)(6) 2022 for different procedure. At this time they confirmed the stent had migrated to the mid-ivc. It is believed a ctv may have been performed. Patient was feeling normal with no signs and symptoms of stent migration. Patient¿s leg swelling has remained or reoccurred. Chief of vs department noted stent may have been placed high partially into ivc during index procedure. Also mentioned stent sizing (diameter, length) may have not been a good fit for this patient. Treating physician plans to follow up with patient to confirm if the stent is properly apposed to ivc wall and determine what next course of action needs to be taken if any. Facility tends to favor short abre stents and is aware of our IFU updates and sizing recommendations. Updated section h6 additional codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.